Event description:
There is a foil wrap covering the entry port on the IV bag. The foil is supposed to peal off. It breaks and leaves foil covering the hole that then requires the nurse to spike through. This has occurred on several occassions but the nurses have not reported it to pharmacy until this report. We do not have any specific patient information or any bags to send to the manufacturer. The next occurrence we will save the bag and send to the manufacturer.